Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's screen was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display lens was broken, the upper case, lower case and side bail cover were broken, the battery release and battery drawer were sticky and contaminated, the battery contacts were compressed, and the battery drawer o-ring was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.